Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions and inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for ECG and pacer functions and inappropriately displayed a "short detected" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Zoll canada evaluated the returned device after reports of inconsistent self-test performance and intermittent "short detected" messages during routine checks. The issue could not be reproduced during evaluation, and the device passed all functional tests and inspections with no abnormalities. Log review confirmed that defibrillator tests were completed successfully and showed no failures. After completing full testing, the device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.